Event description:
The user facility reported that an employee obtained a laceration to their hand while cleaning their reliance endoscope drying and storage cabinet. The employee elected not to seek or receive medical treatment however, self-treatment was administered.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the reliance endoscope drying and storage cabinet and found sharp edges around the unit's door frame. Service measures were put into place and appropriate repairs were completed. The steris service technician tested the unit, confirmed it to be operating to specifications and returned it to service. No additional issues have been reported.